Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to improper placement and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2018, the patient underwent an endovascular repair of a thoracic aneurysm using gore® ctag® thoracic endoprostheses. It was reported, after the ctag deployment, imaging identified that flow to the left subclavian artery (lsca) was significantly reduced. Imaging reportedly identified the stent was partially covered at the lsca. No additional procedure was performed to treat the issue. The patient tolerated the procedure. After the procedure, paralysis was reportedly not observed. The physician decided to take a wait watch approach. No further information was available.

Event description:
On (B)(6) 2018, the patient underwent an endovascular repair of a thoracic aneurysm using gore® ctag® thoracic endoprostheses. It was reported, after the ctag deployment, imaging identified that flow to the left subclavian artery (lsca) was significantly reduced. Imaging reportedly identified the stent had partially covered the lsca. No additional procedure was performed to treat the issue. The patient tolerated the procedure. After the procedure, paralysis was reportedly not observed. The physician decided to take a wait watch approach. No further information was available.